Manufacturer narrative:
H6: investigation summary samples arrived and were tested. A device history record review for model 20019e lot number 20125982 was performed. The search showed that a total of 12003 units in 1 lot number was built on 13dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20019e lot number 20115014 was performed. The search showed that a total of 12003 units in 1 lot number was built on 07nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 1 y ext w/vlv ports & 2 sld clp set from lot 20125982, and 1 set from lot 20115014 were blocked during use and wouldn't flush. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "all reports are concerning one or both of the ports not flushing. One report the package was sealed but empty. These issues are concerning ref#20019e lot numbers reported are #20125982 and 20115014 (exp date 2023/11/05) dates of reports are from 1/29/2021 through 2/22/2021."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125982. Medical device expiration date: 2023-12-12. Device manufacture date: 2020-12-08. Medical device lot #: 20115014. Medical device expiration date: 2023-11-05. Device manufacture date: 2020-11-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 y ext w/vlv ports & 2 sld clp set from lot 20125982, and 1 set from lot 20115014 were blocked during use and wouldn't flush. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "all reports are concerning one or both of the ports not flushing. One report the package was sealed but empty. These issues are concerning ref (B)(4) lot numbers reported are #20125982 and 20115014 (exp date 2023/11/05) dates of reports are from 1/29/2021 through 2/22/2021."